Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that there was a hospitalization due to high blood glucose, that the act button was slow to respond, and that there were random no delivery alarms. No blood glucose reading was given and the customer declined troubleshooting.